Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01437. It was further reported that stent thrombosis occurred.

Event description:
Same case as MDR ID: 2134265-2015-01437. (B)(4). It was reported that death occurred. In (B)(6) 2013, the patient presented due to unstable angina and the index procedure was performed. The target lesion was a de novo lesion located in the proximal left circumflex with 99% stenosis and was 60 mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50mm x 38.00mm promus element¿ plus stent and 2.50mm x 24.00mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient expired due to end stage ischemic cardiomyopathy. Secondary causes were malnutrition and debility. No autopsy was performed.

Manufacturer narrative:
(B)(4).